Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by consumer that an animal underwent a surgical procedure on an unknown date and suture was used. During the surgery the doctor was having issues with the suture shredding. The doctor tried a different set of needle drivers and still was having the same issue while tying knots. There were no adverse patient consequences reported. No additional information was provided.